Event description:
A customer reported to olympus, the evis eus ultrasound bronchofibervideoscope was leaky. There was no report of patient harm associated with this event. During incoming inspection, the connecting tube coating was peeling. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to a pinhole on channel tube, water tightness was lost. In addition to evaluation in b5, the adhesive on bending section cover was detached. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed connecting tube coating peeling could not be determined, however, the issue was likely the result of repetitive use stress, external factors or user handling. The event can be detected/prevented by following the instructions for use which state: ¿warning¿ ¿¿ never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result¿. Olympus will continue to monitor field performance for this device.